Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve an arterial occlusion due to thromboembolism at the access site was reported and was resolved with a vessel revascularization. No additional adverse patient effects were reported.